Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: review of the black box data revealed multiple records of loss of prime warnings with low non-zero force. On investigation, the pump powered on normally and rewind, load and prime steps were successfully completed. The pump was exercised for 24 hours without loss of prime occurring. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.